Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device involved in this event is not known. The pt reports products: nurolon - braided nylon suture coated vicryl (polyglactin 910) suture.